Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ the open first strategy is acceptable for ruptured abdominal aortic aneurysm even in the endovascular era¿. Seike y, yokawa k, koizumi s, shinzato k, kasai m, masada k, inoue y, sasaki h, matsuda h surgical today. 2024 feb;54(2):138-144. Doi: 10.1007/s00595-023-02709-6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿the open first strategy is acceptable for ruptured abdominal aortic aneurysm even in the endovascular era¿. The time frame of this study was over a eleven year period. 16 patients underwent emergency evar for a ruptured abdominal aorta aneurysm. This cohort of patients were compared to 100 patients who underwent open surgical repair. During the evar procedures, endurant and non mdt stent grafts were implanted. A reliant balloon was used in one case as an occlusion balloon. The following adverse events were reported in the evar group : pneumonia, hemorrhage , intervention patient mortality was reported but there is no causal link that a mdt device caused or contributed to any death.